Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and it was determined that the device had a non-anspach hose on it and the reported condition that the hose had excessive oil on it was not confirmed. An assessment was performed on the device and it was determined that the device had an oil leak due to an improperly installed non-anspach hose. It was determined that the device had been tampered with/unauthorized repair (failure to follow instructions). It was further determined that the device failed pretest for muffler tube verification assessment and rotational speed assessment. It was found that the device failed the muffler tube verification due to the hose being tampered with and the rotational speed was low due to the hose being tampered with. The assignable root cause of these conditions was determined to be traced to a failure to follow directions, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
It was reported that during routine inspection it was observed that there was excessive amounts of oil on the hose of the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6. Investigation findings: the previous supplemental medwatch report stated the devices¿ rotational speed was low due to the hose being tampered with and the device failed pretest for rotational speed assessment. Therefore, the investigation findings code for insufficient/low power/operational problem (c13) has been added. The assignable root cause of these conditions was determined to be traced to a failure to follow directions, which is user error. H10: it was reported in error in the prior supplemental report that the reported condition that the hose had excessive oil on it was not confirmed. This failure was confirmed during evaluation of the device.